Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the doctor deployed anchor t1, the second one loosened from the inserter.

Manufacturer narrative:
Visual assessment of the device showed no ts or sutures remain on the insertion needle or were returned for examination. The depth limiter straw has been removed from device. The over mold assembly is partially out of the spline handle, there is material deformation were the two components interface. The device is bent in this area. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the observed damage. T2 loosening from the inserter could not be substantiated. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error cannot be ruled out as a contributing factor to the event.